Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed no disposable, troubleshooting was performed 3 times, but was unsuccessful. A tiny air bubble was noted in the tubing, but resolution of the air bubble via massage did not resolve the issue as the pump continued to alarm. A continuous infusion rate of 1.4 ml/hour had been programmed, with a total reservoir volume of 20.9 ml and given volume of 43.1 ml. The patient was not medically affected. The issue occurred while in use with the patient at the patient's home.